Event description:
During routine laparoscopic appendectomy the laparoscopic stapler misfired while using a blue staple load. The equipment in an ethicon endopath ets-flex 45 articulating endoscopic linear cutter, 45 mm staple line. No tissue was damaged from the misfire. Another stapler and staple load was introduced to the field and used successfully. FDA medwatch completed. FDA safety report ID # (B)(4).